Event description:
This event was communicated by (B)(6) from (B)(6) hospital in response to a recall notice issued for the same model of spheres. As noted by the complainant: "upon distribution of this recall notice internally it was discovered that an incident as described in the notice had occurred at our facility on the same product with a different lot number." Customer returned sphere as two separate hemispheres. No further information was provided by the customer as to the nature of the incident.